Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A photo was received for analysis. Upon visual inspection no conclusion could be reached as to why the box and sample information do not match and root cause could not be determined. Samples were received for analysis. During the visual inspection of the samples, it was noted that the folders inside of the overwrap do not correspond to the product code. Due to the mismatch, between the information of the overwrap and folder inside it, a characterization of the needles/suture was performed. The characterization of samples indicate that this material corresponds to the product code on the folder. However, the information of the folder not correspond to the information of the overwrap and the box. According to result evaluation, the cause assignable is a mixed product.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/30/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number khj168 corresponds to product code xzw1718. Is this the lot number that was on the outer box? Please provide the lot number on the inner package of xcw1770.

Event description:
It was reported that pre-operatively, an outer box had product code w1718 with lot # khj168 and an inner package had product code w1770 with unknown lot number. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Samples were received for analysis. The samples were visually inspected and it was found that there was mixed incorrect paper folders. An investigation has been initiated to address the potential cause of the issue.

Manufacturer narrative:
Correction to alert date for medwatch follow up #2 : should be alert date 2/24/2017.

Manufacturer narrative:
Date sent to the FDA: 03/17/2017. During the visual inspection of the samples, it was noted that the folders inside of the overwrap did not correspond to the product code (B)(4), as the folder belongs to product code (B)(4). The folder was opened and one suture double armed was found inside. Due to the mismatch, between the information of the overwrap and folder inside a characterization of the needles/suture was performed. The characterization of samples resulted that this suture/needle material corresponds to product code (B)(4) noted on the overwrap, which is correct for batch the (B)(4).